Manufacturer narrative:
9/15/1998-supplemental report sent to FDA.

Event description:
The suture was used during an unspecified procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hosp has reported no pt injury occurred.